Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date approximately twenty (20) years ago. Subsequently, a revision procedure was performed on (B)(6) 2013 due to pain. The modular head and competitor's acetabular liner were removed and replaced. No further information has been provided to date.